Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's current issue was that they had been trying since yesterday (B)(6) 2023 to charge their implanted neurostimulator but they couldn't get it to work, though they reported generally having difficulty charging the implanted neurostimulator since about a month ago, probably (B)(6) 2023, the patient stated their external devices were charged and they tried to connect to their settings to charge the ins but they received a system error ox011920ba3a. Assisted the patient in troubleshooting the issue. The patient located the device by looking for the incision and palpating the skin. The recharger continued to search for the device and the patient asked if the ins could ever "go deeper" into the skin because it felt like it had. Reviewed this information with the patient and the patient denied any traumas or falls that would have led to the issue, though they expressed surprise that repetitive movements like plopping into a car could also shift components. The patient pressed the recharger more firmly but gently over the ins site and was able to connect to charge the ins and received the open loop charging screen with a low of 14 and a high of 16. The patient continued to charge and the application switched to show the patient had an excellent connection, their therapy was off and the patient's ins battery life was at 10%. Reviewed with the patient to turn therapy back on once the ins was fully charged and then reviewed general recharging best practices. The patient was going to continue charging the ins to 100% by call's end. The patient stated they may call back for assistance in connecting to their settings once the ins was fully charged. The patient was also redirected to follow up with their hcp about their concerns about the ins feeling like it was deeper than before.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.